Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2014. The patient alleges to have been injured without further explanation.

Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01258.

Event description:
Patient allegedly received an implant on (B)(6) 2014 via the right common femoral vein due to pulmonary embolism. Patient is alleging tilt and vena cava perforation. The patient is further alleging anxiety. Per a report from CT (computed tomography), "positive for caval perforation. Superior extent of filter is at l1-l2 disc space. Inferior extent mid l3 vertebral body. A total of four prongs have perforated through ivc, series 2, image 74. Maximum distance prong perforated through ivc is 3.09 mm, series 2, image 74. Coronal images show 4.36-degree tilt of filter left-to right, series 300, image 43. Sagittal images show 3.29-degree tilt posterior-to-anterior, series 301, image 64. Diameter of ivc directly above filter measures 18.03 mm x 13.79 mm, series 2, image 53."